Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid right coronary artery with moderate tortuosity and mild calcification. An unknown stent was implanted. The 2.5 x 28 mm xience v stent delivery system (sds) was then advanced through the implanted stent, but met resistance with the anatomy and could not be advanced. When the physician attempted to advance the sds again, the stratum pricked his finger. The physician did not want to damage the vessel; therefore, the sds was removed and a new device was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information reported that before the stent delivery system (sds) was re-advanced, the stent strut pricked the physician's finger; therefore, the sds was no longer used.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.